Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test at 23.84, 23.0, 23.02, 25.0. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed for downstream occlusion testing and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'failed downstream occlusion test' was not verified. Should additional relevant information become available, a supplemental report will be submitted.